Manufacturer narrative:
This report is submitted on march 08, 2024.

Event description:
Per the clinic, the patient experienced mrsa infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024 and there are plans to reimplant the patient with a new device once the infection has cleared.

Manufacturer narrative:
Per the clinic, the patient was administered with antibiotics (type, date and duration not reported). This report is submitted on may 20, 2024.